Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported include high glucose levels and fainting. The patient also experienced rib pain, possibly due to falling, according to the medical team. The patient was advised to administer 4 units of manual insulin injection under nurse guidance. The patient was released the same day ((B)(6) 2025). The patient was instructed by the medical team to change their pod.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.